Event description:
It was reported that the patient has severe sleep apnea and was possibly going to be referred for sentiva generator for day/night settings. The apnea relationship to vns was not provided. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported that the patient underwent generator replacement surgery. The explanted generator has not been received to date.

Manufacturer narrative:
F10. Health effect - impact code - correction - code f1905 was not included in supplemental #2 MDR. H6. Investigation findings - correction - code b17 was not included on supplemental #2 MDR.

Event description:
Sleep study was performed; however, no additional relevant information has been received.